Manufacturer narrative:
Bayer case number: (B)(4) severe eczema [eczema] , chronic fatigue [chronic fatigue] , weight gain [weight gain] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 09-sep-2025. The most recent information was received on 19-sep-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of eczema ("severe eczema") in a 56-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2023, 3635 days after essure insertion, she experienced eczema (seriousness criterion medically important) and fatigue ("chronic fatigue") and was found to have weight increased ("weight gain"). At the time of the report, the eczema and fatigue had not resolved. The outcome of weight increased was unknown. No causality assessment was received for essure with regard to eczema, fatigue or weight increased. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 75 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-sep-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4) severe eczema [eczema acute] , chronic fatigue [chronic fatigue] , weight gain [weight gain] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 09-sep-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of eczema ("severe eczema") in a 56-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2023, 3635 days after essure insertion, she experienced eczema (seriousness criterion medically important) and fatigue ("chronic fatigue") and was found to have weight increased (" weight gain"). At the time of the report, the eczema and fatigue had not resolved. The outcome of weight increased was unknown. No causality assessment was received for essure with regard to eczema, fatigue or weight increased. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 75 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.